Manufacturer narrative:
Patient age or date of birth and weight are not available for reporting. Date of non-union is not known. This report is two (2) unknown headless compression screws. Part and lot numbers are unknown; UDI number is unknown. Date of implant is not known complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017 a hardware removal surgery was performed for a non-union. The patient was implanted on unknown date for a distal femur fracture. All devices were intact upon removal. The surgeon plans a revision in the future with competitor¿s devices. There was no delay in surgery or additional medical intervention required. The patient was stable post operatively. The devices were disposed and will not be returned. This report is for two (2) unknown headless compression screws. This is report 2 of 2 for (B)(4).